Manufacturer narrative:
Per the tandem user guide: your sensor gives you sensor glucose readings for up to 7 days. The performance of the sensor has not been tested beyond 7 days. When the sensor session ends, you will need to replace the sensor and start a new sensor session. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 115 mg/dl, and the meter bg reading was 178 mg/dl. Reportedly, customer wore sensor longer than the recommended 7 day period. No additional patient or event information was available. A root cause could not be determined. Customer was asked to replace or purchase a new sensor.